Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead had been deployed three times and had dislodged on all three occasions. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.